Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find two other reports with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 2243441-2017-00159, 2243441-2017-00160, 2243441-2017-00162, 2243441-2017-00163, 2243441-2017-00164. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that after placement of the anchor, the plastic tube hitched in the system of the angioseal so that the collagen was not compressed. The user then manually peeled the tube out of the handpiece and ended the process. This happened with a total of 6 products of the same batch. 4 of them were used on the patient, the other two used to evaluate possible errors in the handling. The error also occurred in these cases. Exact intervention dates are unknown. None of the affected four patients suffered any damage. After manual placement all patients were given a compression bandage for a short time and had no complications. Case 6 without patient. No patient involved, used to evaluate possible errors in the handling.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angioseal evolution device was received for product evaluation. No accessory components were received. The returned device was then subjected to visual analysis where no blood like substance was identified. The anchor and collagen were present at the distal end of the suture. The collagen appeared partially tamped. Approximately 0.25" of the compaction tube could be seen exposed from the carrier tube assembly. Approximately 0.35" of the carrier tube assembly was exposed from the hemostatic sheath. The hemostatic sheath was properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The button was partially soft. The gap between the upper and lower handles of the evolution measured 0.051". The upper handle was then removed from the lower handle exposing the gearbox assembly. The suture could be seen outside of the spool groove but in the groove of the rack. The gearbox assembly was in the distal position. The rack was observed in the proximal position with 2.458" of the rack extending past the gearbox assembly. There was a spec of green foreign material present on the white button. The gearbox assembly could be seen sitting above the grooves of the lower handle. The gearbox assembly was then functionally tested by turning the drive gear clockwise winding the rack and then moving the rack into the distal position. When the rack was at 3.286"proximal to the gearbox assembly there was some resistance experienced that created a stuttering sensation. The rack was not mated with the compaction tube. A brown piece of foreign material was present on the gear grooves of the drive gear, which may have contributed to the increased resistance. There was some damage noted to a tooth of the drive gear. Suture stake was not found pressing against the spool. The connector box was properly seated. The complaint could be confirmed for autotamping issues due to the resistance experienced when the drive gear was turned. This resistance may be due to the damaged to the gear teeth that was observed or the brown foreign material. How the teeth damage arose or how the foreign material was introduced into the cavity is unclear at this time. There is no evidence that this event was related to a device defect or malfunction.